Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user alleges she went around the corner and the chair stopped. She had to push her life alert and the fire department had to bring her home.